Event description:
Complainant alleged that while attempting to defibrillate a pt in atrial fibrillation after three shocks of the first at 150 joules, the second at 200 joules and the third at 200 joules to the pt, the device would not convert the pt's heart rhythm. The clinicians obtained another device and were able to convert the pt to a normal sinus rhythm. Complainant did not indicate that there was any adverse effect to the pt, due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for eval, and this complaint is still under investigation. (B) (4)